Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Other relevant device(s) are: product ID: 9735843, serial/lot #: unknown. The manufacturer representative went to the site to test the navigation system. The reported issue was confirmed and the camera network cable was damaged. The camera cable was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was confirmed. Only one cable from the returned kit had been replaced. As reported, the cable was bent and twisted. A continuity test revealed opens for contacts 5, 6, and 7. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the site was installing the demo system and were receiving a localizer not connected message. When they bypass the upper arm cable, they were able to track. That cable looked twisted. No patient was present at the time of the event.